Event description:
A customer reported an alarm indicating an issue with their pump during the loading process. The customer declined to disclose whether their blood glucose level exceeded 500 mg/dl. There was no reported action regarding the impact on their blood glucose level. Technical support decided to replace the pump, although it was out of warranty.